Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a fragment of acrylic resin (size 1.8 mm) found trapped between the check-band and stress-member. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Early results of clinical experience with a new medial screw trajectory insertion technique are given (the pedicle screw trajectory is altered so that the screw is directed through the pedicle cortical bone only). The retrospective review of peri-operative and post-operative complications includes consecutive patients, age 18 or older, who underwent lumbar arthrodesis and had a minimum 3-month follow-up. Data was extracted from charts and hospital records. There were 107 patients who underwent bilateral pedicle screw fixation using traditional lateral insertion technique (lateral group) and 314 patients who underwent bilateral pedicle screw fixation using the new medial trajectory insertion technique (medial group). Wound infection following an l3-s1 fusion with lateral screw trajectory was observed in this patient with a preoperative diagnosis of failed laminectomy. No other details were mentioned.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 2 device was observed leaking at the location of the injection site during use. There is no patient injury or medical intervention reported. No additional information is available.